Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test on a nasal swab sample on (B)(6) 2022. The consumer reported that they took three tests with the binaxnow¿ covid-19 antigen self test; the first test generated a positive result, the second and third test generated negative results. The consumer did not report if confirmatory pcr testing was performed. No further information was provided regarding health status and outcome.

Manufacturer narrative:
Additional information: g3, g6, h2 and h6. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.